Event description:
The cusomer reported that while the unit was in use on a pt, the keys on the unit's display module were not functional. The pt was switched to another unit and therapy was continued. No pt injury was reported.